Event description:
The impedance measurements were greater than 2000 ohms on all of the unipolar pairs. The patient experienced a tingle sensation in opposite hand/arm when the neurostimulator was on. Further information has been requested.

Manufacturer narrative:
(B)(4).